Event description:
It was reported the biomed was doing a functional test of the device and found that several parameters are out of specification. The device has been returned for checkout/repair. There was no patient involvement.

Event description:
It was reported the biomed was doing a functional test of the device and found that several parameters are out of specification. The device is being returned for checkout/repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the biomed was doing a functional test of the device and found that several parameters are out of specification. The device has been returned for checkout/repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification due to a faulty diode on the ventricular side. It was also noted that the upper and lower cases were broken, the ring cover was broken, two side bail covers were missing, the ring and two side bails were missing, the lead flex cover and battery drawer were contaminated, the battery contacts were compressed and the keyboard pad was cosmetically damaged.